Event description:
It was reported that the small battery drive device would not work when trigger buttons were pressed together. It was not reported that the malfunction occurred during surgery. It was unknown if there were any delays in the surgical procedure or if a spare device was available for use. There were no patient or user injuries reported. It was not reported if there were any medical interventions or prolonged hospitalizations. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.